Event description:
It was reported that there was a loss of pain relief with neurostimulation system. It was noted that the entire system was explanted. It was further noted that the etiology was due to programming and was related to the device or therapy. It was noted it was not related to implant procedure. It was further noted the system originally controlled the symptoms but then pain relief was lost. It was noted this was possibly secondary to operator error and patient¿s decreasing memory. It was further noted the patient desired to have an MRI. Severity was mild. The issue was resolved without sequelae.

Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead. (B)(4).